Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3349 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3349 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hysteroscopy (hysteroscopy tubal ligation essure-2013) in 2013 and menorrhagia, dysmenorrhea, thyroidectomy, appendectomy, endometrial ablation, hypothyroidism, heavy periods and postoperative nausea. Concurrent conditions were listed as ovarian cyst, adenomyosis and pelvic adhesions. Concomitant products included aspartame, lactobacillus acidophilus, multivitamin and mineral (ascorbic acid;calcium pantothenate;calcium phosphate dibasic;colecalciferol;copper sulfate;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;magnesium oxide;manganese sulfate;nicotinamide;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;thiamine mononitrate;zinc oxide) and levothyroxine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3349 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with right salpinge-oophorestomy and left salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report: operation/procedure: laparoscopic total hysterectomy; bilateral salpingectomy; uo tissue (s) submitted: uterus with cervix, bilateral fallopian tubes and right ovary gross description: uterus, cervix, bilateral fallopian tubes and right ovary: received in formalin is a uterus with attached cervix (8.0 x 5.4 x 3.7 cm), bilateral fallopian tubes (right -6.5 x 0.9 cm, left - 7.4x 0.9 cm), and right ovary (3.5 x 2.6 x 2.1 cm). The right fallopian tube with fimbriated ends is serially sectioned to reveal a pinpoint lumen. No mass lesions are identified grossly. The right ovary is serially sectioned to reveal multiple cystic follicles and corpus luteal cysts ranging in size from 0.3 cm to 1.4 cm. No mass lesions are identified grossly. The left fallopian tube with fimbriated ends is serially sectioned to reveal a pinpoint lumen. No mass lesions are identified grossly. Diagnosis: uterus with fallopian tubes and right ovary cervix with no pathologic diagnosis. Secretory endometrium. Corpus hemorrhagicum, right ovary. Fallopian tubes with no pathologic diagnosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Medical history & concomitant drug, lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.